Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (gong alerts) was confirmed. Upon evaluation, the monitor failed a baseline test. The root cause for the failure was multiple components measuring open on the monitor's ca board. The root cause of the open components cannot be positively identified. No adverse events occurred from the defective monitor.

Event description:
A us distributor reported that a patient was experiencing gong alerts.